Manufacturer narrative:
The device was not returned for evaluation. The production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no other similar complaints from this lot. Based on the reported information and results of the complaint investigation there is no indication the reported leak is related to a potential product quality issue. Possible factors that may contribute to leak include, but are not limited to, manufacturing, damage to the sidearm/inflation lumen, damage to the balloon or loose connections. In this case, it may be possible that the sidearm and or inflation port within the sidearm was damaged; however, without having the device to examine, a conclusive cause could not be determined. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a chronic total occlusion of the peroneal artery with heavy calcification and moderate tortuosity. The 2.5x200mm armada 14 balloon dilatation catheter (bdc) was used over a hi-torque (ht) command 14 guide wire and to ensure the wire was advancing intraluminally, the guide wire was removed and the balloon was injected with contrast. Upon inflating the balloon, a leak at the hub was noted with the pressure declining. An armada 18 balloon was used to complete the procedure. There was no reported adverse patient effect and there was no clinically significant delay in the procedure. No additional information was provided.